Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The fracture surface of the probe showed that crack developed around the scratch. The fracture surface of the probe looked rough partially. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object, or when the user scraped tissue or coagulum on them with a sharp instrument, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration and this may lead to damage or detachment.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the probe was broken off outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.